Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted and not used as the lead had been described as "bent." An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was not bent, but did not have suitable capture thresholds in multiple positions during the implant procedure.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated the distal end/electrodes of the lead were bent. If information is provided in the future, a supplemental report will be issued.